Event description:
The manufacturer received information alleging a ventilator did not pass the valve test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's air intake filter, solenoid valve, oxygen blending module, active exhalation control module and ac cable anchor clip were replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.